Manufacturer narrative:
Device passed displacement test and self test. Device was monitored and no missing segment/partial display noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had partial display. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump had every time there was a message on the screen they could not see it, or barely. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.